Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials not biocompatible¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient tried several samples of male external catheters that were sent to them in different sizes and styles. The patient used the catheters for a week, then developed a urinary tract infection and was in the emergency room receiving antibiotics. The patient was not sure whether the male external catheters were the cause of the infection, but they thought it was likely the reason.

Event description:
It was reported that the patient tried several samples of male external catheters that were sent to them in different sizes and styles. The patient used the catheters for a week, then developed a urinary tract infection and was in the emergency room receiving antibiotics. The patient was not sure whether the male external catheters were the cause of the infection, but they thought it was likely the reason.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.